Event description:
It was reported via repair work order that the cot was being rolled through a paved area when it hit a pothole and tipped over with a patient on board. The patient reported having a pain in his ear and eye upon the cot being uprighted. There was patient involvement; however, the cot was evaluated and no defects were found. The medic lost control of the cot and the cot tipped.